Event description:
It was reported that the peritoneal dialysis pt was hospitalized on an unk date in (B)(6) 2015 due to nausea, vomiting, uremia and fluid overload as a result of non compliance. A peritoneal dialysis pt reported feeling "very nauseous and like fluid was up to his lungs." The pt continued peritoneal dialysis treatments throughout the hospitalization at his prescribed rate. The clinic mgr stated the pt had a history of general non compliance to his peritoneal dialysis prescription and was under dialyzing due to continued drain complications during treatments. The clinic mgr stated the pt was re trained on proper aseptic techniques as well as proper positional techniques to address drain issues. Med records were requested.

Manufacturer narrative:
The clinic mgr stated the pt had a history of gen non-compliance to his peritoneal dialysis prescription and was under dialyzing due to continued drain complications during treatments. The clinic mgr stated the pt was retrained on proper aseptic techniques as well as proper positional techniques to address drain issues. Based on the info provided. It is unk if the device may have caused or contributed to the reported event. The post market clinical staff is in the process of requesting med records applicable to the event. A supplemental medwatch will be submitted when further info is received. The device has not yet been returned to the MFR for analysis. A supplemental medwatch report will be submitted upon receipt of the device and completion of the investigation.